Event description:
Related to MFR. Report no.: 2183959-2015-00007. It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder. She was "discharged home postop with foley catheter." The foley catheter was removed and the event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.